Event description:
It was reported that a balloon leak air occurred. A 10mmx2.25mm wolverine cutting balloon was used for treatment. During the procedure, it was noted that the balloon could not inflate and leaked air. Additionally, an inner shaft hole was also noted. The procedure was completed with another of the same device. There were no complications reported, and patient was stable post procedure. It was further reported that the 80% stenosed target lesion was located in the moderately tortuous and moderately calcified artery.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube shaft profile has no issues were noted. The shaft polymer extrusion showed no kinks or damages. A detailed microscopic examination of the balloon material identified a pinhole in the balloon. A pinhole was located in the balloon material in the mid-section of the balloon. A microscopic examination of the blades identified a bent blade in the proximal section. The pad was intact, and the other blades had no issues. The tip profile showed no signs of tip damage. And a microscopic examination of the markerbands identified no damage. During leakage testing the device was attached to an encore inflation unit. The encore device was verified before and after use using the druck gauge. An inflation was attempted however, the device failed to maintain pressure due to a pinhole located in the mid-section of the balloon.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon leak air occurred. A 10mmx2.25mm wolverine coronary cutting balloon was used for treatment. During the procedure, it was noted that the balloon could not inflate and leaked air. Additionally, an inner shaft hole was also noted. The procedure was completed with another of the same device. There were no complications reported, and patient was stable post procedure.

Event description:
It was reported that a balloon leak air occurred. A 10 mm x 2.25 mm wolverine cutting balloon was used for treatment. During the procedure, it was noted that the balloon could not inflate and leaked air. Additionally, an inner shaft hole was also noted. The procedure was completed with another of the same device. There were no complications reported, and patient was stable post procedure.

Manufacturer narrative:
This report is being submitted to correct the expiration date (d4), lot number (d4), unique identifier (UDI) (d4) in section d, suspect medical device, and to correct the device manufacture date (h4) in section h, device manufacture only. E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube shaft profile has no issues were noted. The shaft polymer extrusion showed no kinks or damages. A detailed microscopic examination of the balloon material identified a pinhole in the balloon. A pinhole was located in the balloon material in the mid-section of the balloon. A microscopic examination of the blades identified a bent blade in the proximal section. The pad was intact, and the other blades had no issues. The tip profile showed no signs of tip damage. And a microscopic examination of the markerbands identified no damage. During leakage testing the device was attached to an encore inflation unit. The encore device was verified before and after use using the druck gauge. An inflation was attempted however, the device failed to maintain pressure due to a pinhole located in the mid-section of the balloon.

Manufacturer narrative:
This report is being submitted to correct the expiration date (d4), lot number (d4), unique identifier (UDI) (d4) in section d, suspect medical device, and to correct the device manufacture date (h4) in section h, device manufacture only. E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon leak air occurred. A 10mmx2.25mm wolverine coronary cutting balloon was used for treatment. During the procedure, it was noted that the balloon could not inflate and leaked air. Additionally, an inner shaft hole was also noted. The procedure was completed with another of the same device. There were no complications reported, and patient was stable post procedure.